Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06881. It was reported that noise oversensing was observed on the right ventricular and atrial leads. The leads were explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Correction: type of report - should be serious injury and not malfunction.

Event description:
Related manufacturer reference number: 2938836-2019-12346.